Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. Technical services (ts) reviewed troubleshooting options and possible causes. This crt-d system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. Technical services (ts) reveiwed troubleshooting options and possible causes. This crt-d system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). The shock impedance measurement was 87 ohms for the chronic right ventricular (rv) defibrillation lead and the new crt-d at implant. The rv lead remains in service. No adverse patient effects were reported.